Event description:
The reporter stated that the surgeon was inserting a 4.0 diopter three piece silicone lens, and the plunger of the msi-pm injector trapped the haptic and bent the haptic, and tore it off the lens. The lens was removed without any pt injury and another same type model was inserted. No pt injury.

Manufacturer narrative:
No consequences or impact to pt - haptic damaged in delivery system.